Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample and four photos of a 10 ml ll syringe were provided to our quality team for investigation. Through visual inspection, distorted/jammed stopper was observed. The potential root cause of the jammed stopper defect is associated with the assembly process. This defect is occurring below an expected rate so no corrective actions will be made at this time. Furthermore, a device history record review was completed for provided lot number 4129263. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
Material #: 302995 batch#: 4129263. It was reported that the bd syringe 10ml ll s/c 200 stopper was defective/damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached. Injuries or adverse event: no. Medline reference #: (B)(4). Item: 302995. Quantity affected: (B)(4) ea. Serial/lot number: (B)(6). Po #: (B)(4). Are any samples available for return? Yes. Reported issue per customer: cst (B)(6) one of the syringes looks like the black part at the top of the syringe melted inside.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.